Event description:
Lifecor customer support contacted a female pt because of another problem. During this call, pt stated that one of the battery packs was not charging correctly. She stated that it was giving her the "battery pack fault" led. Recent download revealed a "battery charger fault" flag for this particular battery pack. Support sent the pt a replacement battery pack.

Manufacturer narrative:
Device MFR date: battery pack-10/2007. Device eval summary: device evaluation of battery pack has been completed. The reported problem was confirmed. The cause of the "battery charger fault" flag and the "battery pack fault" led was due to defective battery cells within the battery pack. The root cause of the defective cells is not known, but was probably due to excessive discharging. Many "battery runtime expired" flags were seen on the download. This meant that the battery pack was used for greater than twenty-four hours. This means that the pt continued to use a depleted battery for hours after the expired runtime alarms sounded. The defective cells were replaced. The battery pack was retested and restocked. No adverse event resulted from the faulty battery pack. The pt received a replacement battery pack.